Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received multiple occlusion alarms. The customer's blood glucose level was fluctuating. The customer was using apidra insulin.